Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was a defective load cell. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed when powering up the platform, confirming the reported complaint. The load-sensing system detected a weight/load imbalance between the two load cells. During a load cell characterization test, it was determined that one of the single-point load cells was defective, with output readings being over-reported. The defective (over-reporting) load cell must be replaced to resolve the problem. After replacing the defective load cell with a known-good service part, another load cell characterization test was performed, and the results showed that both load cells operated within the specified range. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during routine daily checks, the autopulse platform (sn (B)(6)) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The crew reported that the ua07 advisory is intermittent. No patient involvement.